Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had damaged tubing. The following information was provided by the initial reporter: leaking chemo during administration. It looks like the alaris tubing busted above the pump segment and was leaking out.

Manufacturer narrative:
It was reported by the customer that the infusion set was leaking chemo during administration. One sample and one photo was received for quality evaluation. Visual inspection indicates that the silicone tubing of the pumping segment had a white color too it. This indicates that the material was stretched beyond its normal limits at some point. The sample was then primed and leakage was identified coming from the pumping segment. The customer complaint of tubing defective / damaged was confirmed. The investigation was then forwarded to the manufacturing group to try and identify the root cause of the issue. After the investigation, it was not not determined that the issue was created by manufacturing due to the leakage not being identified until after the infusion set was in use. The root cause for the reported issue could not be determined. It is possible that the tubing was damaged during the loading or handling of the tubing set during use, but it could it could not be definitively identified as the root cause. A device history record review for model 2420-0007, multiple possible lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.